Event description:
A cracked and shattered touchscreen was reported by the customer, rendering the pump unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. The customer bumped the pump into a wall, railing, or counter, damaging it. Technical support arranged for a replacement pump and instructed the customer on how to return the damaged unit using a provided return box and pre-paid label. Meanwhile, the customer continued using the mobile app for insulin delivery. Instructions for putting the pump into storage mode and programming settings into the replacement pump were provided and understood. The replacement pump was sent without the need for a delivery signature.